Event description:
It is reported that the end-user developing a red, raised rash at the let lower quadrant (llq) under the ostomy mass after three (3) days of use. It is further reported that the user sought treatment from the stoma nurse and was prescribed nyamyc power.

Manufacturer narrative:
(B)(4). The product associated with batch 3g02230 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on available information, this event is deemed to be a serious injury. Report states end-user cleanses skin as follows: uses dial soap, cavilon brand of skin protectant barrier wipe; samples sent. Lastly, convatec's nurse recommended trial of stomahesive barrier and discontinuation of product if area does not improve. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 23, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.